Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the right ventricular lead had rising pace/sense impedance and a rising threshold. The lead was capped and replaced. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.